Event description:
It was reported while using bd vacutainer® sst¿, the rubber stopper of an unspecified number of tubes was not removed while on the beckman coulter 5800. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 29 retained samples were utilized for functional tests. All process and final inspections complied with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. Based on a review of batch records, no root cause from manufacturing was identified as a contributor to the customer reported defect of closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the rubber stopper of an unspecified number of tubes was not removed while on the beckman coulter 5800. No adverse impact was reported regarding the patient or user.